Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime testing, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that they had been having issues with their device and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) 2014. Customer's blood glucose level was 54 mg/dl at time of hospitalization. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 249 mg/dl at time of reporting. Nothing further reported.